Event description:
Reporter says: pt suffers from excruciating pain in the lower abdomen. His blood flow and circulation has been compromised because of product. The pt needs revision surgery and consulted with doctor. Dr said the pain was due to product not the procedure.